Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received less than fully charged. The first battery measured 12.15 volts direct current (vdc) and 375 siemens (s), and the second battery measured 12.15 vdc and 361 s. The batteries were fully charged and attached to a load simulator. They lasted for 64 minutes, 52 minutes is specification. The user no longer uses this system for cases so it is not maintained and charged regularly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr observed that the batteries were less than 1.000 ah due to the customer not using the system and the system not being powered on since (B)(6) 2020. He replaced the batteries. The unit to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the heart lung machine (hlm), the batteries were less than 1.00 amp hours (ah). There was no patient involvement.